Event description:
End user reported that during the surgery: using a targeting arm and distal locking of 200 mm nail the following, using operating technique with a free hand technique made the surgery distal locking difficult. It was reported, "met problem for distal locking of 200mm gamma nail, managed with free hand technique but it was very difficult."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: review of the manufacturing records revealed no discrepancies. The item was documented as faultless prior to distribution. A physical examination could not be carried out as the device was not returned to stryker kiel. A reasonable examination was not possible. Device was not returned.

Event description:
End user reported that during the surgery: using a targeting arm and distal locking of 200 mm nail the following, using operating technique with a free hand technique made the surgery distal locking difficult. It was reported, "met problem for distal locking of 200mm gamma nail, managed with free hand technique but it was very difficult."